Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. It was unknown if the patient was hospitalized for the event and treatment information was not reported. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Peritonitis was manifested by fever, abdominal pain and cloudy pd fluid. One day after the onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with gentamicin and cefazolin for 14 days (doses, frequencies and routes not reported) for peritonitis. Six days after the hospitalization, the patient was discharged. The patient recovered from the peritonitis. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.